Event description:
It was reported that few days after the lead was implanted, ra lead dislodgement was observed. During the lead replacement, the lead was unable to be fixed. So, the decision was made to use another lead to complete the procedure. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.